Event description:
The customer stated, they rec'd the ausab quantitation panel product correction letter from abbot labs and are sending specimens to a reference lab for anti-hbs quantitation testing due to the letter. The account inquired regarding reimbursement for the cost of sending specimens to the reference lab. It is unk if there was impact to pt mgmt.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.